Event description:
It was reported that scissors were unable to cut through the testing material and were deemed not sharp enough for surgery.

Manufacturer narrative:
Add'l lot # 0845993. Additional information will be provided, once investigation is completed.